Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that dislodgement, low r-waves, and high capture threshold were observed. During repositioning, the stylet was unable to be advanced. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was stable and has recovered well.